Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. External visual inspection found that the header was off the device and cut into 2 pieces. It was observed that the lv ring setscrew was stuck in the up position but the lv tip setscrew moved freely. Due to the damaged header, therapy availability testing could not be performed, but based on the memory log of the device, it appeared that the device was able to deliver therapy while implanted. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory april 2007 population product advisory initially communicated on 4/5/2007, was explanted for normal battery depletion without allegation of premature battery depletion. During explant, the associated left ventricular (lv) set screw was stuck and a bone cutter was used to cut off the device header. The lead came out in good condition. Lv lead measurements remained within normal limits. There was no report of adverse patient effect associated with these clinical observations.